Event description:
It was reported the pt experienced a warm sensation at the ins pocket during recharging. The pt stated that while in bed, whether the device is on or off, "it is so warm that it will wake her up at night". The area around the ins "looks like she has a sunburn". The pt reported a "bump there that has gotten bigger". The hcp thought it could be a stitch that was left trying to break through. The pt also reported a fall or some form of trauma occuring 4 weeks ago. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.